Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale (ip2): a publication was discovered during a literature review which is entitled "outcomes of impella 5.5-supported percutaneous coronary intervention in patients with cardiogenic shock" that reviewed the 5.5 impella pump supports at a medical center from (B)(6) 2021 to (B)(6) 2024. These patients had the 5.5 pump supports initiated to support the percutaneous coronary intervention patients. The authors reviewed the major adverse cardiac and cerebrovascular events (macce) for the patients. The authors reported upon macce of bleeding that prompted blood transfusion, stroke, hemolysis, and renal failure in the 34 patient supports reviewed. Hemolysis, acute renal dysfunction, cerebral vascular accident/stroke, and bleeding are all known risk/potential adverse events associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial report and therefore section b1 was corrected, repopulated accordingly to align with the reported event. E1 was updated as it was erroneously entered on the initial report. H10 this is one of two reports this report is for serious injury and the other report 1220648-2026-03136 is for death and serious injury. Related report number was added. H11 literature citation was inadvertently omitted on the initial manufacturer device report number. Literature citation: sharma, s., ruiz, j., garg, p., leoni, j., patel, p., nativi, j., lyle, m., & goswami, r. (2024). Impella 5.5 in left ventricular noncompaction syndrome as bridge to heart transplant. Jhlt open, 4, 100051. Https://doi.org/10.1016/j.jhlto.2023.100051.

Manufacturer narrative:
H6 investigation type and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the issue was not established as no product or logs were returned and limited clinical details were provided.